Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette not attached alarm was triggered¿ was confirmed through cassette test. There was a downstream occlusion (dso) failure during dso and upstream occlusion testing. The probable cause was the dso sensor. The dso sensor was replaced, and the device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing the cassette not attached alarm was triggered¿. During device evaluation it was found there was a downstream occlusion (dso) failure during dso and upstream occlusion testing. There was no patient involvement.